Event description:
The room wont turn on. It has been reported to philips that the room would not turn on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system didn¿t boot up¿. Upon functional analysis it was confirmed that the issue with cmos battery as it was depleted. The philips engineer replaced cmos battery.the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.